Manufacturer narrative:
Conclusion: the prowler was not returned for analysis. A review of the manufacturing documentation associated with this lot 17426075 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the enterprise and the prowler select plus could not be confirmed without product return for analysis. Based on the information provided with no analysis, it is not possible to determine the root cause of the event; however, procedural/handling factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 3008264254-2017-00057 and 1226348-2017-00057.

Event description:
As reported by a healthcare professional, during treatment of a 4.3 x 5.7mm posterior communicating artery aneurysm, an enterprise (enc452212/ 10689186) could not be advanced through the prowler select plus microcatheter (606s255x/ 17426075). They used a new stent and microcatheter to complete the procedure. There was no patient injury or procedure delay. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged or obstructed. The stent and stent delivery system did not appear damaged, and the stent did not prematurely detach. As the patient had (B)(6), the products had been discarded.